Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator report that the pt presented to the emergency room with shortness of breath. A review of the system controller history log showed low speed as well as pump stop events that according to the log had occurred the previous day. The pt was admitted and his percutaneous lead was evaluated. A small area of rescue tape near the distal end was removed. The outer silicone was partially removed to check for damaged and or broken wires. The bionate was a dark green color and opaque. A phase interrupter was used and a fractured red wire was confirmed. The percutaneous lead was also aggressively manipulated while connected to a 14v pt cable and the low speed and pump stop events could not be reproduced. It was suspected that the fractured wire is internal. A decision was made to exchange the device. The pump exchange was completed and the pt remains ongoing on the new lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.